Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff indicated that the monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument came off and fell into the patient. The tip cover accessory was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported. The initial reporter indicated that the mcs tip cover accessory was not available for return to intuitive surgical inc. (Isi) for evaluation.

Manufacturer narrative:
The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. The initial reporter indicated that the mcs tip cover accessory was retrieved with a robotic instrument. She denied that an x-ray or extra procedures were performed to retrieve the mcs tip cover accessory. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that the mcs tip cover accessory installed on an mcs instrument came off, fell into the patient, and was retrieved. There is no indication that the patient was harmed or injured because of the reported issue.